Event description:
The customer states that the axsym processing center cover does not remain upright and one technician was hit on the head by the cover while performing maintenance. The technician did not require medical treatment. No serious injury was reported.